Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an error code. The battery life was diminished, batteries only lasting about 3-4 days, the insulin pump had rejected new batteries and received failed battery tests. The customer stated that sometimes reservoirs were having a little piece of plastic snapping off when the reservoir was removed and sometimes had to screw the reservoir in more than once before it screwed in positively. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.